Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('pain,lower abdominal pain'), menorrhagia ('abnormal bleeding (menorrhagia)/bleeding badly during periods'), breast cancer female ('tumor / teratoma / cancer type: breast') and cholecystectomy ('surgery (other) type of surgery: gall bladder removal') in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo provera) from 2011 to 2013 for contraception as well as levothyroxine sodium (synthroid) since 2014 and tamoxifen since (B)(6) 2018. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient was found to have hormone level abnormal ("hormonal changes describe: imbalance") and experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In 2014, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches") and fatigue ("fatigue,"). In 2015, the patient was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal"), 2 years 2 months after insertion of essure. In 2016, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient was found to have breast cancer female (seriousness criterion medically significant). On an unknown date, the patient underwent cholecystectomy (seriousness criterion medically significant). The patient was treated with hormones, hormones and related agents and surgery (total hysterectomy (uterus and cervix removed), bilateral mastectomy and endometrial ablation). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, menorrhagia, hormone level abnormal, vaginal haemorrhage, migraine, headache, dyspareunia and fatigue had resolved and the breast cancer female, cholecystectomy and weight increased outcome was unknown. The reporter considered abdominal pain lower, breast cancer female, cholecystectomy, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, migraine, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy in insertion date- previously reported (B)(6) 2013 and now (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jul-2019: pfs received: hormonal changes describe: imbalance, hysterectomy (full), abnormal bleeding (vaginal, menorrhagia), migraines / headaches, surgery (other) type of surgery: gall bladder removal, dyspareunia (painful sexual intercourse), tumor / teratoma / cancer type: breast, pain, fatigue, weight gain / loss specify which one: weight gain were added. Medical history, lab data, concomitant and treatment drugs added. Event injury deleted no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('pain,lower abdominal pain'), menorrhagia ('abnormal bleeding (menorrhagia)/bleeding badly during periods'), breast cancer female ('tumor / teratoma / cancer type: breast') and cholecystectomy ('surgery (other) type of surgery: gall bladder removal') in a 30-year-old female patient who had essure (batch no. 3721565) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo provera) from 2011 to 2013 for contraception as well as levothyroxine sodium (synthroid) since 2014 and tamoxifen since october 2018. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient was found to have hormone level abnormal ("hormonal changes describe: imbalance") and experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In 2014, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches") and fatigue ("fatigue,"). In 2015, the patient was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal"), 2 years 2 months after insertion of essure. In 2016, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient was found to have breast cancer female (seriousness criterion medically significant). On an unknown date, the patient underwent cholecystectomy (seriousness criterion medically significant). The patient was treated with hormones, hormones and related agents and surgery (total hysterectomy (uterus and cervix removed), bilateral mastectomy and endometrial ablation). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, menorrhagia, hormone level abnormal, vaginal haemorrhage, migraine, headache, dyspareunia and fatigue had resolved and the breast cancer female, cholecystectomy and weight increased outcome was unknown. The reporter considered abdominal pain lower, breast cancer female, cholecystectomy, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, migraine, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy in insertion date- previously reported 12 april 2013 and now 29 apr 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Imaging procedure - on an unknown date: essure confirmation test (unspecified) results: everything looked good. Ultrasound scan vagina - on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 17-oct-2019: plaintiff fact sheet received: lot no. Was added. Reporter's information, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('pain,lower abdominal pain'), menorrhagia ('abnormal bleeding (menorrhagia)/bleeding badly during periods'), breast cancer female ('tumor / teratoma / cancer type: breast') and cholecystectomy ('surgery (other) type of surgery: gall bladder removal') in a 30-year-old female patient who had essure (batch no. 3721565 - not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo provera) from 2011 to 2013 for contraception as well as levothyroxine sodium (synthroid) since 2014 and tamoxifen since october 2018. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient was found to have hormone level abnormal ("hormonal changes describe: imbalance") and experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In 2014, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches") and fatigue ("fatigue,"). In 2015, the patient was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal"), 2 years 2 months after insertion of essure. In 2016, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient was found to have breast cancer female (seriousness criterion medically significant). On an unknown date, the patient underwent cholecystectomy (seriousness criterion medically significant). The patient was treated with hormones, hormones and related agents and surgery (total hysterectomy (uterus and cervix removed), bilateral mastectomy and endometrial ablation). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, menorrhagia, hormone level abnormal, vaginal haemorrhage, migraine, headache, dyspareunia and fatigue had resolved and the breast cancer female, cholecystectomy and weight increased outcome was unknown. The reporter considered abdominal pain lower, breast cancer female, cholecystectomy, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, migraine, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy in insertion date- previously reported on (B)(6) 2013 and now (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Imaging procedure - on an unknown date: essure confirmation test (unspecified) results: everything looked good. Ultrasound scan vagina - on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 31-oct-2019: update of information (batch is not valid). No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.